Event description:
The account alleged the cardio pulmonary resuscitation is not working. No pt impact.

Manufacturer narrative:
The technician replaced the cardio pulmonary resuscitation valve to resolve the issue.